Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing on tachycardia episodes leading to extra beats being detected. It was further reported that the icm experienced undersensing on pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.